Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suture cut needle driver instrument to perform failure analysis. The instrument was found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the wire of the cutting needle conveyor broke in the middle of the procedure. Several (4) threads were sewn with the instrument, after which one of the wires was noticed at the base of the operating head. The wire broke, but not completely disconnected from the instrument. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.